Manufacturer narrative:
(B)(4).

Event description:
A patient had lost stimulation which led to a lead revision. The pt's loss of stimulation occurred "a while ago". It was further noted that the patient felt a "pop" in his wrist while reaching around his back, and that is when he noticed his stimulation had changed. The patient's wrist had turned black and blue from the incident. Impedance measurements were all found to be >10,000 ohms. A new lead was placed. The patient had recovered without sequela.